Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer (con). Regarding a patient receiving dilaudid (unknown concentration and dose) via an implanted pump for spinal pain indications. It was reported, that the patient had the pump removed (B)(6) 2024. The patient stated, the pump was explanted, because it was protruding so badly off their skin, where it was placed. The patient stated, it was excruciatingly painful. The patient stated, their spine was so bad, that it didn't work. And it wasn't working to its fullest extent.